Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained erroneously elevated troponin (accutni) patient results, above the ami cutoff, for two patients' samples. The results were generated by the access 2 immunoassay system. Repeat testing of the patient samples produced lower results within the normal reference range of the assay. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient samples were collected in lithium heparin plasma sample tubes. The specimens were centrifuged for ten (10) minutes at 1,500 rpm. During trouble shooting with hotline, it was reported there was some precipitant formed in the samples after refrigerated storage of the samples. The customer did not believe sample handling had caused the elevated results. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse determined the ultrasonic voltages of the instrument were out of specifications, the mixer motor speeds were low, and there was splashing occurring on the instrument dispense probes. The fse adjusted instrument ultrasonics and mixer speeds within specifications. The fse replaced the wash pump motor, belt, pulley, and o-ring. The fse replaced all dispense probes and tubing. The fse then performed instrument verification with all results passing within instrument specifications. A definitive root cause for this event has not been determined to date based on the supplied information. An MDR associated with this event: 2122870-2011-06244.